Event description:
It was reported the atrial lead has elevated thresholds, low amplitude sensing and suspected dislodgement. The lead was repositioned and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.